Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incarcerated incisional hernia, right upper quadrant thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿an incision was made at the premarked site over the hernia. The hernia sac was dissected out. A ventrio st mesh was placed into the abdominal wall and closed it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent painful hernia; scar tissue thereby underwent open repair with explant of ventrio st mesh and primary hernia repair. Per operative notes, ¿an incision was made in the previous incision site. The hernia sac was noted and dissected out. Previous scar was removed from old mesh. Previously placed mesh was excised entirely. The defect was closed primarily with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.